Manufacturer narrative:
The technician found that the brake casters at the foot end of the bed had broken stems and the supports for the casters were cracked. The most likely cause was normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake caster, brake steer caster and supports to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brake was not holding at the foot end of the bed. The bed was located in storage at the facility. There was no pt/user injury reported. (B)(4).